Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was located at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6007201 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007201 were previously tested in complaint (B)(4) on 21/jul/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6007201 was manufactured according to the wi version 97 and packaging in the multivac 14, on 30/may/2024, with a total of (B)(4) units. Welding lot 4e03454 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on 29/may/2024, with a total of (B)(4) units. Lot 4e03451 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on 27/may/2024, with a total of (B)(4) units. Gluing of connector lot 4e03460 was manufactured according to the wi version 37, gluing of connector in the line 3, on 28/may/2024, with a total of (B)(4) units. Lot 4e03461 was manufactured according to the wi version 37, gluing of connector in the line 3, on 29/may/2024, with a total of (B)(4) units. Lot 4e03459 was manufactured according to the wi version 37, gluing of connector in the line 3, on 27/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007201 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.